Event description:
The tubing was found in the baby's bed disconnected at the site of the defect. A small amount of IV fluid had leaked on the bedding. The patient safety report stated: rn followed proper procedure in changing tubing. Baby had problems and tolerated tubing change without further intervention. Manufacturer response for non-dehp three lead extension set, (brand not provided) (per site reporter): they are sending me shipping material.